Event description:
On november 10, 1997, co was notified of an injury that resulted in neurological paralysis to the patients' shoulder on the left side. More specifically, the injury was within the region of the "musculus trapezius" and "musculus sternocleidomastoideus". It was reported that the two inch pad and trap, used on the subject arm sling, allegedly impinged on the subject patients' shoulder nerve. A request for more detailed information has been submitted to the reporter.